Manufacturer narrative:
Initial reporter name - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that the intra-aortic balloon(iab) did not function properly. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. No physical damage noted. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. The iab was then placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. We are unable to duplicate the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
It was reported that the intra-aortic balloon(iab) did not function properly. There was no reported injury to the patient.